Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a anterior repair with mesh, sacrospinous fixation procedure performed on (B)(6) 2014.according to the complainant, during the procedure, the needle detached while the physician was pulling the suture through the tissue. The needle was not retrieved. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.